Manufacturer narrative:
Biomérieux investigation was conducted. Evaluation of historical complaints indicates no other complaint has been received on this batch number for this issue. Review of batch records for the identified chromid tm mrsa agar lot number identified the following: this batch was manufactured the 10th of july, 2015 and released with expiry date 2015-09-25. The process parameters are in accordance with specifications. No discrepancies were detected during the manufacturing that could explain the issue reported by the customer. The results of the microbiological quality control are in accordance with specifications. Investigational testing included retained samples corresponding to the batch (B)(4) of chromid tm mrsa, qc strains used for the release tests, and two (2) (B)(6) to check the inhibition of these strains in the chromid mrsa (6) agar. Qc strains included: staphylococcus aureus (atcc 29213), escherichia coli atcc 8739, candida albicans atcc 10231, enterococcus faecalis atcc 29212. None of the tested qc strains presented growth after 24 hours of incubation at 33°-37°c. After 48 hours, growth of some pale green colonies for enterococcus faecalis strains was observed, in accordance with the specifications of the medium. For the rest of the qc strains, there remained total inhibition after 48 hours of incubation. For one (1) of the two (2) (B)(6), growth of some isolated colonies was observed after 24 hours of incubation. This result is in accordance with the stability studies performed on the medium and also in accordance with the package insert which indicates that "certain strains of s. Aureus which do not have the mec a gene may develop typical colonies on this type of medium after 24 or 48 hours of incubation". The investigation did not confirm the issue reported by the customer for the staphylococcus aureus (atcc 29213) strain; a total inhibition of this strain after 48 hours of incubation was observed. The investigation concluded that the performance of chromid tm mrsa agar (ref. (B)(4), lot 1004146480) is within specification and in accordance with the data indicated in the package insert.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Customer called to report using chromid mrsa, ref 43451 lot 1004146480. Customer has a (B)(6) results for (B)(6) after 24 hours incubation (atcc 29213). It should be (B)(6) for (B)(6). Results were confirmed using vitek2 and ppmmh plus cefoxitine. Customer has confirmed no patients harmed and no incorrect treatments.